Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the customer had a radio frequency programmable integrated circuit failed self test alarm. The alarm was going off every 2-3 minutes and after pushing the act button, there is a full black circle on the pump. Customer disconnected from the pump after receiving the alarm. Customer's blood glucose was 201 mg/dl at the time of the incident. Customer received the alarm twice today. Customer was advised to program a bolus into the air. The bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.